Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7016763. Medical device lot #: 7016762. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported during use of the bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ the tubes are breaking during centrifuge. The consumer stated ¿the core lab called e.r. To tell the nurses that they had to re-draw their patient's blue top blood specimens because when they put them into the centrifuge they crumbled into multiple shards of glass; completely broke apart without any trauma to the specimens when sent from e.r.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for glass breakage during centrifugation with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for glass breakage during centrifugation with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.